Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during surgical use, the implant adapter tray broke in half when the surgeon was removing from the tibia tray. No fragments , parts or pieces fell into the patient. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos or x-rays. The device will be return.